Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
It was reported that a motor stall was confirmed in event logs with no motor stall recovery recorded. The motor stall was caused by the patient having a magnetic resonance imaging (MRI) scan. The logs noted the pump stall occurred at 9:04 am on (B)(6) 2014 and the patient left the MRI field shortly after 9 am. It was now 3.5 hours later and no recovery was noted in logs. The patient was not symptomatic at this time. This device system delivered hydromorphone. Additional information has been requested, but was not available as of the date of this report.